Manufacturer narrative:
The insulin pump had minor scratched display window, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip, a missing end cap sticker and bleeding display glass.

Event description:
Customer's father reported that the insulin pump was damaged. No blood glucose reading was given. Nothing further was reported.